Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that a clinician stated the right ventricular (rv) lead exhibited loss of capture. The rate on the device was increased. No adverse patient effects were reported.